Event description:
A customer reported that the handpiece was not suctioning during cataract surgery. There was no delay or pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info before available. (B)(4).